Manufacturer narrative:
The actual device and photographs of the sample were provided for evaluation. Visual inspection of the provided photos shows the product with a hair inside the header cap. Visual inspection of the product with the naked eye shows the product dry and a hair was found inside the header cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, hair was observed inside the top filter of one unit of polyflux 170h. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.